Event description:
It was reported that during a ptca treatment procedure, a balloon rupture and vessel perforation occurred. Vascular access was obtained via the right femoral artery. The 80% instent restenosed (isr) target lesion was located in the distal right coronary artery (rca). Another manufacturer's guide catheter and guide wire were advanced to the target location and a 2.5-12mm flextome cutting balloon was selected but was unable to cross the lesion. The cutting balloon was removed and a 12mm x 2.50mm apex monorail balloon catheter was advanced and inflated two times. The first inflation was to 12 atms for 60 seconds. After the first inflation the patient continued to complain of severe back pain. On the second inflation at 14 atms for 45 seconds a balloon rupture and small vessel perforation occurred. The balloon catheter was removed and the procedure was not completed due to this event. The residual stenosis was 50%. After the procedure patient's pain persisted despite four doses of pain medication. Physician decided to allow vessel perforation to heal without any further intervention. The patient was released 24 hours later and instructed to follow up with personal cardiologist.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked at various locations. The device was attached to an encore inflation unit and a pinhole leak was noted over the proximal edge of the proximal markerband. A detailed microscopic examination of the balloon material and markerband, could not identify any anomalies which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a ptca treatment procedure, a balloon rupture and vessel perforation occurred. Vascular access was obtained via the right femoral artery. The 80% instent restenosed (isr) target lesion was located in the distal right coronary artery (rca). Another manufacturer's guide catheter and guide wire were advanced to the target location and a 2.5-12mm flextome cutting balloon was selected but was unable to cross the lesion. The cutting balloon was removed and a 12mm x 2.50mm apex monorail balloon catheter was advanced and inflated two times. The first inflation was to 12 atms for 60 seconds. After the first inflation the patient continued to complain of severe back pain. On the second inflation at 14 atms for 45 seconds a balloon rupture and small vessel perforation occurred. The balloon catheter was removed and the procedure was not completed due to this event. The residual stenosis was 50%. After the procedure patient's pain persisted despite four doses of pain medication. Physician decided to allow vessel perforation to heal without any further intervention. The patient was released 24 hours later and instructed to follow up with personal cardiologist.